Manufacturer narrative:
Reported event: an event regarding instability involving an unknown baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant . Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Additional information including device identification and return, operative reports, progress notes and x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right knee was revised to due instability from an unknown cause. Rep confirmed that intraoperatively, nothing was found to be loose or broken. A size 4 ps femur, size 5 universal baseplate, and 5x11 ps insert were revised to a size 4 ts femur, size 5 universal baseplate with augments, and a 5x13 ts insert. Rep confirmed that no further information would be released by the hospital or surgeon.